Event description:
It was reported that the customer had a high blood glucose of 432 mg/dl. He experienced symptoms of weakness and thirst. The customer stated that the cannulas were bent on two of his infusion sets. High blood glucose troubleshooting was performed. The drive support cap on the insulin pump appeared normal. Insulin exited the tubing during a manual prime and no air or leaks were found. Settings were correct. There were no delivery alarms in the alarm history. The high pressure test was performed and passed. Customer was advised the insulin pump was working as designed, and to change out the entire set, reservoir and insulin. Customer's blood glucsoe was down in the 200 to 299 mg/dl range following troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.